Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse practitioner that he received a high impedance message upon interrogating a vns pt's device. System and normal mode diagnostics also received a high impedance of >1000 ohms. The last known good diagnostics were performed in oct of 2010. There has been no manipulation or trauma to pt's generator. The generator was disabled and the pt was referred for x-ray image. The x-rays did not show any anomalies per treating neurologist and MFR did not review them. The pt was not suffering from any adverse event of increase seizures. The pt will likely have a revision surgery.